Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as #: 2134265-2009-01424, 01425, 01427, 01428, 01429. It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure, pt has been consulting with an allergist. In 2006, six taxus express2 drug eluting stents were implanted. In 2009, the pt called requesting information regarding the components of the taxus express2 drug eluting stent as she was going through allergy testing "looking for all possibilities". She wasn't experiencing an allergic reaction that she could tie directly to the stents, but "didn't want to overlook anything while meeting with her allergist". The pt was reluctant to provide any additional details as to the reason for the request. She indicated that her health problems may be related to orthopedic hardware-screws and plates. After conducting additional f/u with the pt, she stated that she had been experiencing fatigue, muscle soreness, and joint pain. Multiple attempts to contact the pt after f/u with the allergist have been unsuccessful.